Event description:
A healthcare professional reported an occlusion during the phaco portion of a cataract procedure. The phaco tip and the handpiece were changed, and that did not resolve the issue. The cassette was changed and the issue was resolved. The procedure was completed without consequences to the pt.

Manufacturer narrative:
A sample was received and it is awaiting eval. Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).